Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed an error code indicating low battery. A decision will be made in the near future regarding replacement. There was concern that there is a device malfunction. No adverse patient effects were reported.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the error code of low battery level.